Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead (connector end) was returned in one piece. The visual and x-ray examination of the lead found clavicle crush fracturing all five filars of the outer coil distal to the suture sleeve tie impression.

Event description:
This report is to advise of an event observed during analysis.